Event description:
The event involved a plum 360¿ infuser pump where the customer stated that the device showed an uncontrolled shutdown. It was further stated that the event did not print on the log from mednet, they can only be seen on the pump itself. The battery was replaced on (B)(6) 2023. The customer further stated that the uncontrolled shutdown was noticed on the device event log when the biomed looked into the device and added that that there was patient involvement on this event. The note that came in with the device when it was sent to their biomed was that the unit had battery issue-device needs battery replacement. Harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Manufacturer narrative:
The customer reported condition was "uncontrolled shutdown; battery issue-device needs battery replacement." Sample photos were provided showing the device alarm log on the pump. The device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. A review of the device 12-month service history was performed and one similar event was indicated (this complaint) the probable cause of the reported issue is a defective battery. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed.

Event description:
The following additional information was received on 12sep2024: a medsun medwatch mandatory and voluntary report with uf/importer report # (B)(4) on 12-sep-2024, which stated: ¿the IV pump was running sedation for a ventilated patient when rn noticed and increase in heart rate and respiratory rate. The rn noticed the pump had stopped infusing, the pump made no alarms and had message on the screen "keep plugged into ac! Service battery/replace pump." Biomed investigated, unit had uncontrolled shutdown on [dates redacted], likely bad battery or bad board. The battery was replaced last [date redacted]. Sent pump to manufacturer for further investigation." The report was completed by (B)(6), nurse, a health professional of scripps health. The contact person is (B)(6). The date of event was on feb-2024 and the report date was on apr-2024 as initial as a product problem. The event occurred at the hospital user facility. There was patient involvement, unknown patient harm and unknown delay in therapy.

Manufacturer narrative:
Section e: additional contact: (B)(6), nurse, a health professional of (B)(6). D9 - date returned to mfg: 30apr2024.

Manufacturer narrative:
The customer complained of uncontrolled shutdown with the error message ¿keep plugged into ac! Service battery / replace pump¿ displayed on the screen. There was patient involvement, unknown human harm, and unknown delay in therapy. The device was returned for repair. The statement regarding the error message appearing was confirmed as the cassette test failed with the same error message (n56). The error message also appeared in the device alarm logs. There was no record of the change battery key being pressed in the device logs, which is the probable cause of the error message appearing. Not pressing the change battery key is likely not related to the uncontrolled shutdown. The complaint of an uncontrolled shutdown was not confirmed. The battery was replaced, and the change battery key was pressed. The device passed the self-test after the repair.

Manufacturer narrative:
The device was received for evaluation. The device failed cassette test with alarm n56. Several n56 alarms in alarm log. No change battery events in device log. Replaced ICU battery and pressed change battery soft key. Device passes self-test with no alarms. Probable cause change battery soft key was not pressed when battery was changed out. Visual inspection found no damage from normal wear and tear.